Event description:
It was reported that the customer's insulin pump alarmed motor error several times, and the displacement test could not be performed due to the alarms. It was stated that the buttons frequently did not respond or respond intermittently. The battery was removed but the anomaly continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The device also alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.